Manufacturer narrative:
The manufacturer received information alleging a patient experienced an "obstruction" alarm had sounded on a trilogy evo device. During the event, the patient was (list intervention and outcome). The hospital mechanical engineer inspected "the circuit but had been unable to determine the cause and suspected the device side." The device was replaced with another one. The patient's peripheral oxygen saturation (spo2) level was in the fifty percent level and an ambu bag was used, in which the spo2 level had recover and the device was replaced. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that during the operational check there was no issue in the operation or function of the device. The manufacturer's service technician performed a functional test on the device, and there was no issue with the device. The manufacturer's service technician performed an internal inspection of the device, and no issue was found with the device. The waveform data was reviewed, and a significant decrease in leakage was observed indicating that some change had occurred on the circuit side. Based on the above information, it had been determined that there was no issue with the device. No part(s) were replaced and/or no repairs were made to the device.

Event description:
The manufacturer received information alleging a patient experienced an "obstruction" alarm had sounded on a trilogy evo device. During the event, the patient was (list intervention and outcome). The hospital mechanical engineer inspected "the circuit but had been unable to determine the cause and suspected the device side." The device was replaced with another one. The patient's peripheral oxygen saturation (spo2) level was in the fifty percent level and an ambu bag was used, in which the spo2 level had recover and the device was replaced. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.